Manufacturer narrative:
H6: investigation summary a 20059e-0006 sample was not available; however, the customer indicated the complaint samples were from lots 21129703, 22089084 and 21105534. The feedback provided by the customer suggests a complete occlusion was detected during attempts to access the smartsite of the extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21129703, 22089084 and 21105534 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd largebore 8 inch ext vlv the check valve malfunctioned. This occurred 27 times. There was no report of patient impact. The following information was provided by the initial reporter: we are still having issues with smartsite needlefree valves not functioning correctly. This seems to be affecting the 20059e-0006.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 21129703. D4. Medical device expiration date: 10dec2024. H4. Device manufacture date: dec102021. D4. Medical device lot #: 22089084. D4. Medical device expiration date: 03aug2025. H4. Device manufacture date: 03aug2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd largebore 8 inch ext vlv the check valve malfunctioned. This occurred 27 times. There was no report of patient impact. The following information was provided by the initial reporter: we are still having issues with smartsite needlefree valves not functioning correctly. This seems to be affecting the 20059e-0006.